Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient stated that the cgm readings were off by 100 points mg/dl. On (B)(6) 2019 at 12:30am, the device did not alarm, and she passed out. There was nothing obstructing the receiver. She was taken by ambulance to the emergency room and was given glucose via intravenous (IV) therapy. It took about two hours before she regained consciousness. She did not have any injuries. She stated that the cgm reading was 249 mg/dl but the bg value was 149 mg/dl. Per dexcom's medical safety review, since this bg would not likely cause a loss of consciousness it is assumed the values were taken post event, and the cgm/bg values at the time of the event are unknown. She stated that she calibrates her device twice daily. When she saw her physician at a later date, the physician looked at her past month¿s data and said there were no entries for the event date. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available for the time of event to search within the parkes error grid calculator. No additional patient or event information is available.